Event description:
Caller reported a discrepancy between the displayed and actual time on the pump, with a difference greater than five minutes. There was no adverse impact to the customer¿s blood glucose level as it remained within the normal range and did not exceed 500 mg/dl or fall below 54 mg/dl. Technical support assisted the caller in updating the pump's time and advised monitoring the situation, recommending follow-up if the discrepancy occurs again. The caller understood and acknowledged the instructions.